Event description:
The abbot proclaim xr ref 3660.1 was place in patient and they were unable to tighten the attachment screw on the device that connects the lead. This was removed from patient and replaced with comparable device.